Manufacturer narrative:
Upon inspection of the device, cardioquip identified the heater chamber to be the source of the leak but also found components with signs of smoke damage. Cardioquip determined the smoke damage was caused by running the device without water and with ice in the tank. All damaged components were replaced; the device passed final inspection and is fully functional.

Event description:
Customer reported the device is leaking from 3 different locations.

Event description:
Customer reported the device is leaking from 3 different locations.

Manufacturer narrative:
Further review determined that this is a non-reportable event.